Event description:
It was reported that this left ventricular (lv) lead was attempted in the left bundle branch pacing area and was damaged during removal while the physician was attempting to clear tissue from the lead. This lv lead was replaced and not implanted. No adverse patient effects were reported.